Manufacturer narrative:
Additional, changed, and/or corrected data. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Crease/folding of implant: no observed crease in the device. Additional observations: deformation observed in the device. Wear abrasion observed in the device. Yellow particles in the surface of the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side capsular contracture (baker grade IV). Healthcare professional additionally reported a right side "fold on the right device¿ confirmed by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a right side capsular contracture (baker grade IV). Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Crease/folding of implant: no observe creases, but cannot perform an assessment of the creases, as no visual analysis can be performed with physical unit. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Healthcare professional additionally reported, a right side "fold on the right device". Confirmed by ultrasound.